Event description:
It was reported that the customer had a motor error alarm on the insulin pump during rewind. There were also some motor error alarms in the alarm history. Customer's blood glucose level was normal and did not require medical treatment. No further details given.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Unable to verify the motor error alarm or perform the functional test due to the blank display anomaly. The motor passed motor test. The pump had minor scratches on the display window.